Event description:
Allegedly left hip revised due to complications including clicking, grinding, scraping, swelling, pain, discomfort and inability to bear weight.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01097, -01098, -01099, -01101. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.